Manufacturer narrative:
The technician found the ground lead was broken inside the molded power cord plug. He replaced the power cord to repair the bed.

Event description:
When testing the bed, the technician found the ground readings were outside of specified limits.